Manufacturer narrative:
(B)(4). Device evaluated by MFR.:returned product consisted of the zelantedvt thrombectomy system. The pump, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. The boot vent hole was inspected and it was acceptable and went completely through the boot wall, as intended. Inspection of the device revealed that there was a kink in the shaft 47cm distal of the strain relief. Functional testing was performed by placing the device in the angiojet console. The complaint device failed to into prime and the ¿check saline supply¿ error was displayed on the console. The kink was inspected and it was revealed that the hypotube was broken at the same location. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 02 may 2018. It was reported the pump bulb was broken. An angiojet® zelantedvt¿ catheter was selected for a thrombectomy procedure in the right leg common femoral and iliac veins. Access was obtained from e popliteal vein. During the procedure, it appeared that the pump bulb was broken. The procedure was completed with a different device. There were no patient complications and the patient was fine. However, device analysis found a broken hypotube.